Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient blood pressure dropped and via x-ray imaging a collapsed lung was confirmed. A chest tube was inserted, and fluid pulled improving the patient's blood pressure. The implant was aborted, and the patient was transported in stable condition. No additional intervention was performed.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6 coding updated.